Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient's blood pressure did not increase despite increasing the medication; when they checked the tubing they noticed a small fluid drop. They had a second nurse check the pump to confirm, and changed out the system and the dopamine bag and tubing. There was no report of any patient harm. No additional patient or event details were provided by the customer.